Manufacturer narrative:
The t:slim x2 user guide states : do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 349 mg/dl. It was reported that the pump was exposed during an x-ray procedure, and subsequently a malfunction occurred. Reportedly, the customer reverted to manual injections for insulin therapy.